Manufacturer narrative:
(B)(4). Date sent: 02/03/2023 d4: batch # 924a21 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage, with anvil missing. The breakaway washer was not present, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 924a21, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap sigma procedure, the device doesn't work. When the surgeon tried to fire the instrument to make anastomotic staple line the light was on in the indicator: then surgeon pressed the trigger nothing happened. The anvil was properly clocked. Fragments were generated but removed easily without intervention. The procedure was delayed by 20 minutes. The procedure was successfully completed with no patient consequences.